Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported inaccurate dosing resulting in an adverse event while the device was in use. The endotool glucose management system, v7.2.1800.3, was being used to manage the pt's blood glucose (bg) level. On (B)(6) 2011 at an unspecified time, the nurse entered the pt's info into the endotool software. At 1054, the nurse entered an initial serum bg measurement of 600 mg/dl these values were obtained from a point of care glucometer, which has a maximum value of 600 mg/dl. The actual bg measurements was unk. Endotool recommended 16.4 units/hr to 13 units bolus dose of regular insulin to administered and to check the bg measurement in 30 minutes. The nurse delivered the recommended dose. Between 1137 and 1302, the pt's blood glucose measurements which were entered into endotool were 600 mg/dl. During this time, endotool recommended between 32.2 units/her and 20.3 units/hr and between 0 to 26 unit bolus dose of regular insulin to administered and to recheck the bg measurement in 30 minutes. The nurse delivered the recommended doses. At 1331, the pt's bg measurement was 555 mg/dl. Endotool recommended 38.2 units/hr of regular insulin to be administered and to recheck the bg measurement in 30 minutes. The nurse delivered the recommended dose. Between 1407 and 1557, the pt's bg measurements ranged from 153 mg/dl to 363 mg/dl. During this time, endotool recommended between 27.1 units/hr to 6 units/hr of regular insulin to be administered and to recheck the bg measurement in 1 hour. The nurse delivered the recommended doses. At 1657, the patient's bg measurement was 89 mg/dl. Endotool recommended to recheck the bg measurement 1 hour later. At 1743, the pt's bg measurement was 39 mg/dl. Endotool recommended 35 ml 50% dextrose in water to be given and to recheck the bg measurement 30 minutes later. The nurse administered the recommended dose and rechecked the bg measurement 38 minutes later. The bg measurement was 133 mg/dl. Though requested, no add'l info was provided.